Event description:
Event description guidant received information that one or both of these implantable leads had tripped the lead safety switch. It is unknown which lead had the out-of-range value or if the impedance value was low or high. The leads were reset to bipolar mode and were tested. Both leads had acceptable threshold values and impedance values; however, the sensitivity on the ventricular lead (model 4456) was unable to be recorded.